Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the ophthalmic trocar blade was found to be dull prior to the vitrectomy surgery. The surgery was completed on the same day using an alternative product, and there was no patient harm.